Event description:
It was reported that a malfunction with code malf 12 occurred in the system. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The technical support team assisted the customer in resetting the pump and no further malfunctions were reported after the reset. The customer was instructed to continue using the pump and to contact support again if the issue reoccurred.